Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. An error code 1124 (battery failed) was observed.the fse replaced the battery and the issue was resolved. The device passed performance verification testing.

Event description:
It was reported that the battery was not charging. There was no patient involvement. The event date was not specified; estimate used.